Event description:
It was reported that the bd syringe slip tip with bd precisonglide¿ needle hub broke before use. The following information was provided by the initial reporter: "the bottom of needle broken."

Manufacturer narrative:
H.6. Investigation summary: bd received a 10ml 20 gauge syringe from lot 9084512 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a crack on the needle shield. Based off the visual inspection the engineer was able to verify the reported defect. This was determined to be a manufacturing defect caused by an out of position sensor on the production machine during assembly. The manufacturing facility has been notified of this incident and the findings. An alert was issued to all production technicians to raise awareness of this defect and the sensors on the production line have been adjusted to reduce reoccurrence. When there is low infeed on linear needle track, the first needle will be slanted. When the slanted needle hit the rotating needle dial, the shield becomes damaged. A steady supply of needle on the linear track will prevent the first needle from becoming slanted and get damaged by rotating dial. Action was taken immediately, relocated the position of low-level sensor at needle linear track to have sufficient needle supply to have an impactful force in between needles in track.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe slip tip with bd precisonglide¿ needle hub broke before use. The following information was provided by the initial reporter: "the bottom of needle broken."